Event description:
Gradual worsening of arthritis-like symptoms: headache and back of head sensitivity to touch and cold, hand and forearm weakness, memory "slow down" and constant stunned feeling. Removed fillings - trouble almost stops.